Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 23mm trifecta gt valve was implanted in the aortic valve. It was later discovered on echocardiogram that there was a ruptured cusp. On (B)(6) 2022, the device was explanted. There was no endocarditis observed on the explanted valve. A non-abbott valve was implanted as a replacement. The patient was reported to be stable and has since been discharged.

Manufacturer narrative:
Explant due to a torn cusp was reported. The investigation found that leaflets 1 and 3 were torn. Leaflet 2 had fibrous thickening. No inflammation or calcification was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2020, a 23mm trifecta gt valve was implanted in the aortic valve. After this procedure the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. It was later discovered on echocardiogram that there was a ruptured cusp. On (B)(6) 2022, the device was explanted. There was no endocarditis observed on the explanted valve. A non-abbott valve was implanted as a replacement. The patient was reported to be stable and has since been discharged. No additional information provided.